Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the cover was broken. The damage was observed where the screw is installed to attach the cover to the lighting system which is indicative overtightening of the screw. Due to the damage, the cover detached from the lighting system resulting in the reported event. The lighting system was installed in 2010 making it approximately 11 years old and is not under steris service agreement for maintenance activities. The user facility is responsible for maintenance activities. The harmony led surgical lighting system operator manual states (8-1), "regular service and maintenance must be performed only by steris or a steris-trained technician. Any work performed by inexperienced or unqualified persons or the installation of unauthorized parts could cause personal injury, invalidate the warranty or result in costly damage." The technician replaced the cover, tested the lighting system, confirmed it to be operating according to specification, and returned it to service. A steris account manager performed in-service training on the proper maintenance of the harmony led 585 surgical lighting system, specifically ensuring to not overtighten the screws that attach the covers to the lighting system. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure one of the plastic yoke cover halves detached from their harmony led 585 surgical lighting system and fell contacting the patient. The procedure was completed successfully. No report of injury or procedure delay.